Event description:
New information received noted that the pacemaker was explanted. The patient status throughout the procedure was unknown.

Manufacturer narrative:
Field complaint of backup was confirmed. The device was returned with the device in backup operation. Analysis of the device image indicated device reverted to backup operation consistent with code corruption due to low battery voltage from normal usage. No other anomalies were found.

Event description:
It was reported that the patient's pacemaker was found in back up operation. No programming changes were made. Patient status was unknown.